Event description:
The pt underwent an interventional procedure. The physician attempted arteriotomy closure with the closer tsl 6fr device. The vessel was wired over a 7fr sheath that was then removed. The closer sheath was advanced over the wire which was not removed but advanced further into the arteriotomy. The physician noted significant bleeding at this time and determined to attempt closure with the closer device despite the lack of hemostasis. Continuous bleeding occurred and the physician decided to abort the closure procedure and removed the device and the wire. Manual compression was applied to close the arteriotomy. A large grapefruit size hematoma formed at the groin. A femstop was applied and the pt was transferred into the short stay unit. Twenty mins post procedure, the pt's bp dropped and the pt was resuscitated. A large hematoma (from the knee to the breast) was noted on the pt and pt was emergency taken to surgery to repair the artery. The vascular surgeon noted a 4 mm tear in the common femoral artery that required one suture stitch to repair. The pt is a jehovah witness who refuse a blood transfusion. Pt is in stable condition.